Manufacturer narrative:
Concomitant products: product ID: 3387s-40. Lot# va0au0j. Implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0au0j, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0au0j, implanted: (B)(6) 2013, product type: lead. Product ID: neu_leadcap_acc, product type: accessory. Product ID: neu_stimloc_acc, product type: accessory. Analysis of the lead found all conductors were broken 4.5cm from the proximal end. Analysis of the stim loc accessory and lead cap accessory found no anomaly.

Event description:
It was reported that there was a lead break. The lead was still implanted but was out of service. The break was above the extension/lead connection. All the wires were severed but the plastic insulation was completely intact. It was noted that the boot had not moved since surgery so there was no slipping of the lead extension connection point. There would be a lead replacement/revision in the future. Impedance testing and x-rays were done as diagnostic testing or troubleshooting. The extension was tested with the external neurostimulator (ens) prior to seeing the lead break. The product issue was not resolved and the patient was alive with no injury. Patient symptoms were less than 50% therapy relief and high impedance pre-operatively, 8000-4000 ohms range on the right side implant lead location. Additional information received reported it was unknown when the patient was scheduled for the revision. It was unknown how the patient was doing now. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40, lot# va0au0j, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0au0j, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va0au0j, implanted: 2013 (B)(6); product type lead. (B)(4) .

Event description:
Additional information received reported that the patient had a right side lead revision done on (B)(6) 2014. Impedances were all normal and the new lead was connected to the exiting extension and battery.